Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A fragment from both devices was not returned for further evaluation. Visual inspection of both devices found that a corner of the anterior post had fractured cleanly off. Both devices also exhibit nicks and gouges that are indicative of use. Device history record (DHR) was reviewed and no discrepancies were found. These particular devices are listed in the aggregate tasp scope list associated with previous investigation. These devices were manufactured before the design modification and was part of the re-design scope. A redesign of the products was initiated on a rolling basis in order to reduce the frequency of device fracture near the central post. Therefore, it is believed that the root cause of the issue is associated with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that the device is fractured. No adverse event was reported regarding the event.